Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 20.9 mmol/l (376.2 mg/dl) while wearing the pod between 4 and 24 hours. The pod was removed, and the cannula was noted to not had inserted and was bent. A new pod was applied to treat the hyperglycemia.